Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter fg15160-0615-1s lot number: 232092586. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex with shield technology stent (ped2-500-16) was deployed from m1 to the internal c arotid (ic) c1, but it was resheathed due to poor deployment. The product was re-deployed again, however, deployment was bad. After long unsheathing, the system was pushed to attempt expansion, but there were no changes. During several attempts of resheathing and unsheathing, strong resistance was felt in the distal shaft of the phenom 27 catheter, so the stent was resheathed, collected with the microcatheter, and collected externally from each catheter. A new phenom 27 and navien intracranial support catheter were opened and the procedure was continued, deploying a new pipeline stent from m1 without problems. No resistance was encountered prior to deployment failure. There was no damage to the pushwire or catheter. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for stent-assisted coil embolization treatment of an unruptured, internal carotid artery c2 aneurysm, bouthillier classification ophthalmic (c6), with a max diameter of 6 mm. The pipeline stent was not prepared as indicated in the instructions for use (IFU) as the external sleeve was removed. The microcatheter was prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was usedfor an approved indication (on-label). It was noted that the deployment failure occurred in the shaft center. The distal end of the stent was located in a bend and was deployed more than 50% when it failed to open. The pipeline had been resheathed 3 or more times. Additional wires or catheters were used to deploy the stent. Ancillary devices included: 8fr emboguard guidecatheter, chikai nexus guidewire, axium prime 3d 5-10 coil.